Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -13.00/+1.00/122 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault and the problem was resolved.